Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Release to warehouse date: 28october2004. Manufactured at synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned dhs/dcs coupling screws were examined and the complaint condition of broken was able to be confirmed. A large portion of the distal threaded tip (approximately 5mm) was broken off of the devices and not returned. No definitive root cause was able to be identified, however, the failure modes are consistent with the application of off-axis and/or excessive loads to the instruments. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of a stardrive screwdriver. It was also reported the ends of a standard insertion handle are compromised (bent). The items were found after sterile processing. When the coupling screw was evaluated by the manufacturer, it was noted that the device was broken. This is report 5 of 5 for (B)(4).